Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the non-tortuous and severely calcified left anterior descending (lad) artery. A 2.50x20mm synergy ii drug-eluting stent was advanced to treat the lesion. However, when device was delivered through the guide catheter, resistance was met because of another balloon catheter that was sitting in the guide catheter and was placed in a different artery. The physician then removed the device and it was noted that the stent was crunched and deformed on the stent delivery system. Subsequently, the physician removed the balloon catheter. The procedure was continued with another synergy stent which was delivered first through the guide catheter before putting the second balloon catheter. The procedure was then completed without delay. No patient complications were reported and the patient's status was stable.